Manufacturer narrative:
The investigation determined that a higher than expected vitros intact pth (ipth) result was obtained from a single patient sample when processed using vitros ipth reagent lot 1830 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant higher than expected vitros ipth result could not be determined. Based on historical quality control results, a vitros ipth lot 1830 reagent issue is not a likely contributor to the event. Additionally, the customer made no suggestion of any issues with the qc fluids processed at the customer site at the time of the event. Furthermore, there are also no indications of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, the customer did not perform a within run precision test at the time of the event to definitively rule out an instrument issue, therefore an instrument issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Lastly, the presence of a sample specific interferent cannot be ruled out as contributing to this event as no sample interference testing was performed when requested. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1830.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros intact pth (ipth) result was obtained from a single patient sample when processed using vitros ipth reagent lot 1830 on a vitros xt7600 integrated system. Patient 1 result of 511.8 pg/ml versus the expected result of 59.1 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth result was obtained when the customer was performing a patient sample correlation with another site. However, it is believed that the higher than expected vitros result was reported from the laboratory and the roche result was issued as a corrected report. It was not established if treatment was altered, initiated or stopped based on the reported vitros result, however, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).